Manufacturer narrative:
The investigation access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be patient condition because of the bleeding from all access sites. G1 reporting contact email revised on manufacturer device report 1220648-2024-22683 in accordance with updated procedures.

Event description:
The complainant in australia had placed a 5.5 pump to support a patient admitted in with cardiogenic shock and multiple organ failure. The pump was placed but there was an observation made of an access site bleed on the day of insertion. The team troubleshot by stitching, giving 3 units of blood, and platelets infused. The team states there is a coagulopathy underlying and the team gave sodium bicarbonate in the purge and stopped heparin. The pump remained on for support with the 5.5 and ECMO. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿